Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment, a damaged battery cap, and a display failure. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated multiple unexplained pump reboots. The battery compartment was observed to be cracked and the battery cap threads were stripped. The battery cap did not secure properly to maintain power to the pump; the pump reboots were duplicated during testing. A test cap was used to exercise the pump for 24 hours and no power loss or related alarms occurred. The pump case was removed and no evidence of damage or moisture ingress was found. Additionally, the pump was powered on and the display screen appeared discolored. Unrelated to these issues, the u-groove on the pump casing was missing a piece, which has no effect on insulin delivery. (B)(6).